Event description:
Endoleak type5: tevar was performed and the relay pro (28-n4-34-154-30u) was placed. During the procedure, endoleak was observed and another stent-graft (relay pro 28-n4-34-154-34u, 2110270084) was additionally placed. The endoleak was then resolved and the procedure was completed successfully. However, a postoperative CT revealed a small amount of contrast medium in the aortic aneurysm. Endoleak type1a was suspected, but was unable to be determined because the location of contrast leakage from the stent-graft was not clear. The patient did not develop any symptoms and was discharged from the hospital. Operation type: tevar. Blood loss: none. Ancillary devices used: relay pro 28-n4-34-154-34u (lot# 2110270084) (tc#bm221002118). Patient outcome - "the patient is under outpatient observation, and the next follow-up examination is unknown."

Event description:
Endoleak type5: tevar was performed and the relay pro (28-n4-34-154-30u) was placed. During the procedure, endoleak was observed and another stent-graft (relay pro 28-n4-34-154-34u, (B)(6)) was additionally placed. The endoleak was then resolved and the procedure was completed successfully. However, a postoperative CT revealed a small amount of contrast medium in the aortic aneurysm. Endoleak type1a was suspected, but was unable to be determined because the location of contrast leakage from the stent-graft was not clear. The patient did not develop any symptoms and was discharged from the hospital. Operation type: tevar. Blood loss: none. Ancillary devices used: relay pro 28-n4-34-154-34u (lot# 2110270084). (Tc#bm221002118). Patient outcome - "the patient is under outpatient observation, and the next follow-up examination is unknown."